Event description:
The following was reported to hamilton medical ag: it was reported that display of the device turned black. The device stopped during ventilation and alarmed. The consequences of this incident remain unclear. It was stated that no patient harm occurred but it was mentioned that patient had to be resuscitated. Further information was requests if there was actually harm or if by resuscitation, the customer meant ventilating the patient with hand bagging.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: based on the available information, the device experienced a black screen and stopped ventilation during active use, accompanied by technical fault alarms, which is consistent with a critical system interruption or failure. The event required medical intervention, and it was stated that the patient was resuscitated. However, it was not confirmed whether resuscitation was required as a result of the incident or if only manual ventilation via a breathing bag was performed. Review of the provided device logs did not identify any entries corresponding to the reported event timeframe, and no evidence of a specific triggering fault related to the incident was found. The logs primarily show prior occurrences of patient disconnections, low tidal volume alarms, and flow sensor-related events, which are not directly indicative of a system-level failure leading to a black screen condition. Due to the absence of detailed event data, device availability for inspection, and confirmation of corrective actions, a definitive root cause could not be determined. The reported behaviour is most consistent with a transient internal system or hardware malfunction, potentially involving the system electronics. However, this could not be verified. No additional information was provided despite repeated follow-ups. Additionally, it was not confirmed whether the device was available for investigation, nor was the final status of the device provided by the complainant. The complaint is therefore considered inconclusive and has been closed due to insufficient information.